Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it had been exposed to moisture. The customer did not know the blood glucose reading. The customer stated that he was unable to escape from the button error screen. He stated that he had taken off the insulin pump to go for a swim, and when he reconnected to the device, he placed the device into the pocket of his wet pants. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.